Event description:
Post stent ptca lad, balloon would not deflate in artery. Had to be pulled out inflated. No harm but potential to delay in procedure. Device was prepped prior to use. No resistance during advancement. Device was inflated twice in the procedure, first to 14 then 12. Balloon would not deflate until removed from the artery. Mild calcium and tortuosity. Abbott customer service and rep notified and product will be returned to abbott with viper # (B)(4).